Manufacturer narrative:
(B)(4). The ge service rep performed a collimator calibration on the sys. That fixed the problem. The system boots up and operates error free and within specifications.

Event description:
The customer reported that the exposure rate is too high and needs to be adjusted. No pt injury was reported.